Event description:
It was reported that the left ventricular (lv) lead was difficult to position due to causing diaphragmatic stimulation. The lead exhibited pacing failure. The lead remains in use and will continue to be monitored. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.